Manufacturer narrative:
Additional information was received on 4/26/2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round high profile 630cc saline prostheses was performed. The right implant was filled to 725ccs. The left implant was filled to 750ccs. The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 32-year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate profile 700cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a leakage at the valve. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with a mentor smooth round moderate profile 700cc saline prosthesis and experienced left sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.